Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the device has error code. The reported issue was confirmed. The most likely cause was determined to be component failure related. The evaluation detected an unreported condition: of worn switch membrane. The most likely cause was determined to be component failure related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device had a system error 907. It was power cycled and batteries were replaced. There was no patient involvement. Medtronic's initial evaluation of the incident device found that unit has a worn switch membrane due to burn trace overheated discolors (brownish) at the flex tail circuit.